Event description:
It was reported the patient's pump was alarming. The alarm was confirmed by telemetry. The reporter believed the pump reservoir was dry but did not know when the last refill had been. The patient was in the ICU but the reporter did not known the reason. The hcp wanted to change the concentration of drug in the pump from 4000 mcg/ml at a dose of 737 mcg/day to 500 mcg/ml at 100 mcg/day. The pump was reportedly being changed out that day. No specific symptoms were reported. Additional information received indicated the patient had run out of baclofen from the refill in 2008. The patient did not have an hcp closely managing the pump. The patient had been transferred to a nursing home facility where a new hcp began managing the pump. The hcp had another physician do a pump replacement and the patient was started over at 50 mcg/day of 500 mcg/ml baclofen. There had been no known issues since the pump replacement.